Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date approximately 3 years ago, a 21mm trifecta valve was implanted. On an unknown date, the patient reported with sudden valve deterioration and was referred for a tavi procedure. No further information was provided.